Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the leak was caused by a hole in the tubing, the cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set had a hole and had started to leak during peritoneal dialysis therapy. This event occurred during initial drain. The patient was connected. The patient went to the hospital and had the luer transfer set replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.